Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter 5mm x 200mm, 150cm was selected for endovascular therapy for lower extremality arterial disease of the superficial femoral artery. The target lesion had 100 percent stenosis with moderate tortuosity and calcification. The physician inserted the catheter, and upon treatment the balloon had a ruptured upon a single inflation. The procedure was able to be completed successfully using another ranger without sequela.